Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was admitted to the hospital stating that her suprapubic catheter came out. It was reported that the patient was admitted to the hospital, where the nurse inspected the catheter and noted that the balloon appeared to have ripped with no missing pieces. It was reported that the foley catheter was inserted for nine days prior to the reported event, and was initially inserted by a home health nurse, whom the patient stated usually only filled the balloon with 8ml instead of 10ml. It was later reported, that no tests were done to check for missing pieces.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted an irregular balloon burst. No pieces of the sac were missing. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."

Event description:
It was reported that the patient was admitted to the hospital stating that her suprapubic catheter came out. It was reported that the patient was admitted to the hospital, where the nurse inspected the catheter and noted that the balloon appeared to have ripped with no missing pieces. The foley catheter was inserted for nine days prior to the reported event, and was initially inserted by a home health nurse, whom the patient stated usually only filled the balloon with 8ml instead of 10ml. It was later reported, that no tests were done to check for missing pieces.